Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate due to the customer not removing the residual air from the cartridge. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 107 mg/dl.